Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The patient went to emergency room and was subsequently hospitalized for high blood glucose value. The blood glucose value at the time of hospitalization was 400 to 500 mg/dl and there were high ketones value and symptoms of dehydration. The patient was admitted to intensive care unit (ICU). The patient resolved the event with multiple daily injection and was treated with intravenous and fluids of saline and insulin. The patient was released from hospital on 14-jul-2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.